Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic surgery, the subject device was used. No image was displayed. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus shanghai (osh) for evaluation. The reported event was reproduced. The camera cable near the boot was twisted. There were no abnormalities on the electrical contact part and water-tightness. When the camera cable unit of the subject device was changed, no image was resolved. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred since the camera cable of the subject device was subjected to an excessive load and the camera cable was disconnected inside. The instruction manual states the proper handling method of the subject device and the corresponding method in case of an abnormality.